Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the lead had dislodged. The patient demonstrated twiddler's syndrome. The lead was repositioned successfully on (B)(6) 2010. The lead exhibited high capture thresholds due to dislodgement and was explanted on (B)(6) 13 during routine device change.